Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed all pockets in the half height cubie drawers 3.1 and 3.1 have completely failed. The screen displayed device was not detected on bus and read, write, or invalid cubie memory error. The customers were unable to recover any of the pockets or drawers. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all pockets on half height drawer 3.1 were off the bus. A field service engineer (fse) reseated 6 row board connectors, both retractor band connectors and all pockets and then replaced retractor band on drawer 3.1. Further the fse reseated the retractor band connectors and the row board cable at the drawer controller board for 3.2. Then all the pockets were released and removed all debris and tested the pockets. The system functioned as intended after the field service engineer repaired the device.